Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 800 pro synchron chemistry analyzer generated an erroneously high phosphorus (phosm) result that failed delta check. The result was not reported out of the lab. Repeat testing on the same and on an alternate instrument generated lower results. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Qc had been having issues the past week with some high results and reaction noise flags. The field service engineer (fse) found that the pre-heater port on the module was leaking and fluid had dripped down the module on to the electronic portion of the module. The fse replaced the phosm module.